Manufacturer narrative:
Event: suture broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a uphold (tm) lite w/ capio slim was used during a anterior repair procedure on (B)(6) 2014 . According to the complainant, after placing the arm of the uphold (tm) lite w/ capio slim on the right side of the sacrospinous ligament, lead suture broke in half. The device broke after pulling through the ligament; so it was already outside of the patient. All pieces of the device were retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.